Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer noticed insulin leaking from the cartridge. Reportedly, the location of the leak was unknown. Customer's blood glucose level was 250 mg/dl. The customer administered a bolus and loaded a new cartridge successfully.